Event description:
The patient was seen by the physician and the incision was clear and the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen following vns implant and the neck incision was oozing slightly. The physician did not believe that there was an infection; however, antibiotics were continued. No additional relevant information has been received to date.